Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, lens was explanted at secondary procedure due to patient experienced halos, glare. The clinical reason for explant was reported to be dysphotopsia. The iol was replaced with unspecified lens 3 months 20 days after initial procedure. Additional information was requested. There are two medical device reports associated with this patient. This report is associated with the left eye.